Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the patient underwent treatment of an left common iliac aneurysm with a gore® excluder® aaa endoprosthesis featuring c3 delivery system. It was reported the left common iliac was coil embolized previous to the device being implanted. It was reported that the physician could not gain access into the contralateral gate. It is reportedly unknown why access into the gate could not be gained. After several failed attempts to cannulate the gate, the patient was converted to an aortouniiliac with a femoral-femoral bypass. A second trunk-ipsilateral leg component was implanted within the first trunk, and a contralateral leg component was implanted to complete the procedure. Final angiography showed complete exclusion of the aneurysm, and the patient tolerated the procedure.